Event description:
It was reported by service report that nurse call was not functional. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: bent and missing pins on communication cord.